Event description:
It was reported that a pediatric ilet user experienced variable glycemic control last recorded at 45 mg/dl around high-intensity wrestling practices, including disconnection before exercise, pen-based correction during practice for rising glucose, and subsequent post-exercise nocturnal hypoglycemia while following guidance on meal announcements and carbohydrate intake; no specific device component issue was identified and the device problem could not be characterized due to insufficient information. Customer care provided support that included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with the device problem and component details remaining insufficient for further assessment. No clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.